Manufacturer narrative:
(B)(4). D10: cat: 00631005028 lot: 60249397 liner 10 degree elevated rim cat: 00801802803 lot: 60247762 femoral head g2: foreign ¿ australia h6: suggest component code: mechanical (g04) - stem. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately 20 years post-implantation, the patient underwent a hip revision due to lysis. The stem and acetabular components were revised. Attempts have been made and no further information has been provided.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d1; d4; g3; h2; h3; h4; h6 the following sections were corrected: d5 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided. Review identified the following: not submitted for further review as images are undated which would make it difficult to correlate to the allegation and/or establish a timeline and not enhance the investigation. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.